Event description:
It was reported that the patient died after sustained slow ventricular tachycardia (vt) which was intermittently outside the therapy detection zone. The rhythm degraded to ventricular fibrillation (vf) with slow and wide complexes which did not fulfill vf and/or vt detection rules. No therapy was delivered during the entire episode (at least 13 minutes). The patient's medical history was significant for complete heart block and heart failure with an ejection fraction of 25%. Review of stored data revealed one vt therapy, 6 ventricular sustained episodes (longest was 2 minutes 33 seconds) and 1 vf therapy. The recorded egm's showed that implantable cardioverter defibrillator (ICD) therapy detection and delivery was correct. No anomalies were observed. The vt and vf detection parameters were programmed in a way that the detection criteria were not met most of the time. If parameters would have been programmed more "sensitive", detection/therapy could have occurred. The ICD and leads were working within specification and according to the programmed settings. It was further reported that after reviewing the electrogram the patient likely died as a result of a dying heart as evidenced by a broad qrs complex and lower/decreasing sensing amplitude.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).